Event description:
When using laser fiber and machine, a popping and sizzling sound was heard. The laser fiber became disconnected at the blue connector. Black smoke was seen on the blue connector and on the evolve machine. Emergency button was pushed and the laser machine was turned off. No flames were noted. Black residue noted on end of fiber outside of pt. Pt end with no damage. Dates of use: 2008. Diagnosis or reason for use: laser or procedure. Event abated after use stopped or dose reduced: yes.